Event description:
During a microlaminectomy procedure while the surgeon was using the micronerve hook to probe the surgical site, the tip of the micronerve hook broke off. The area was examined with the microscope and another probe to retrieve the fragment. The area was flushed with normal saline. Ap and lateral x-rays were taken. The the tip of the micronerve hook was never located.integra asked to have the micronerve hook sent to them. We told them would would keep it until further instructions from FDA.